Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00622. It was reported the patient's lead had migrated. Patient underwent surgical intervention on (B)(6) 2024 during which the leads were explanted and replaced. Therapy was restored post-op.